Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. Upon interrogation, it was noted that the left ventricular (lv) lead failed to capture. The patient was asymptomatic. The lv lead was capped on (B)(6) 2021. The patient was stable throughout the procedure.